Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit prompt internal communication failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to replicate the failure. The fse changed the 9volt battery as a precaution. The unit passed all functional and safety tests.

Event description:
N/a